Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 439878, lead, implanted: (B)(6) 2016. (B)(4).

Event description:
It was reported six days after implant during a regularly scheduled follow-up visit that the patient's right ventricular (rv) lead had dislodged as evidenced by loss of capture. The rv lead was repositioned the following day and remains in use. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.